Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. In a follow up, the surgeon reports the event continues. The patient has mild age related macular degeneration which may be contributing to the decreased visual acuity.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 04/14/2011 and 04/25/2011 by fax, phone and mail. Additional information was received by phone on 04/18/2011. A completed questionnaire was received on 04/26/2011. (B)(4).